Event description:
This is report 1 of 3 of the same event it was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device would only go in reverse while in use with the foot pedal device and console. There was a delay to the surgical procedure. However, the duration of the delay was unspecified. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.